Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The device and electrode were explanted due to infection. According to the physician, the infection was superficial; however, both the pocket and superior incision sites were affected. There were no complications from the system extraction.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.